Event description:
It was reported the customer had an upload error on their insulin pump. It was also found the customer's insulin pump had corruption with data entry. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump uploaded to carelink successfully with no upload errors. The device was received with minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.